Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn 00801803202, ln 61111804. Shell porous with multi holes 48 mm pn 00620204820 ln 60743655. Liner standard 32 mm i.d. For use with 48 mm o.d. Shell, pn 00630504832, ln 61116410. Bone scr 6.5x20 self-tap, pn 00625006520, ln 61089053. Bone scr 6.5x25 self-tap, pn 00625006525, ln 60844078. Event was initially reported on 0001822565-2019-01754. Multiple MDR reports were filed for this event, please see associated reports 0002648920-2019-00302. Reported event was confirmed by review of op notes. Initial op note demonstrated that the patient had left tha due to osteoarthritis. Acetabular implant placed at 45 degrees of abduction and 20 degrees anteversion. Revision op note demonstrated that the patient had left hip revised due to adverse tissue reaction. The cup and stem were well-fixed and in appropriate position. Some yellowing of the liner. There was a ring of definitive darkened material at the head and neck junction consistent with corrosion and/or fretting debris. Dark-tinged fluid within the taper. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Patient was revised approximately five years after the initial surgery due to elevated ion levels and adverse local tissue reaction and corrosion. Also it was reported that during the procedure, a ring of darken material at the head and neck junction consistent with corrosion and/or fretting was noted.